Manufacturer narrative:
H3: product analysis: part#: 9561524, lot#: my22c001 visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the instrument was able to be tightened and loosened without issue. The flex arm was able to maintain the position once tightened. The instrument appears to be capable of performing its intended function. No fault found. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp)/ distributor regarding a flex arm to be used in an unknown spinal therapy. It was reported that after the surgery, they needed to loosen the flex arm joint. The joint would not loosen. There was no patient involved in the event. No further complications were reported/ anticipated.